Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose level of 451 mg/dl. Customer was treated with an intravenous drip, and was released approximately 2-3 hours later. Upon being released from the ER customer¿s blood glucose level was 214 mg/dl, and customer was ¿stable¿. Tandem technical support performed a pump system check and air bubbles were observed in the tubing. Reportedly, the customer disconnected from the pump at the luer lock connection instead of at the site. Tandem technical support educated customer that the proper way to disconnect from the pump. Customer changed pump supplies to address the issue and declined to further troubleshoot.